Event description:
It was reported that the customer experienced low blood glucose levels and a seizure. The caller stated that the paramedics were called, and the customer's blood glucose was 20 mg/dl when they arrived. The caller stated that the customer had given himself a bolus prior to the event, but it was not enough insulin to make his blood glucose levels drop by that much. The caller also stated that the customer's sensor glucose readings have been off by 50 points. Troubleshooting was not possible as the customer was not present at the time of the call. Advised the caller to have the customer call back for troubleshooting at his convenience. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.